Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robotic partial nephrectomy procedure on (B)(6) 2023 when it was reported ¿during robotic partial nephrectomy, rnfa inserted instrument into 12mm airseal trocar to retrieve small specimen. Piece of 12mm airseal trocar was broken and fell into patient abdomen. Broken piece was retrieved.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in opened original package. Lot number was able to be verified. Performed a visual inspection, the complaint was confirmed. The sound cap was broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robotic partial nephrectomy procedure on (B)(6) 2023 when it was reported ¿during robotic partial nephrectomy, rnfa inserted instrument into 12mm airseal trocar to retrieve small specimen. Piece of 12mm airseal trocar was broken and fell into patient abdomen. Broken piece was retrieved.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.